Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported having unknown elevated blood glucose level often. Patient stated the highest blood glucose reading was 384 mg/dl; took correction with pen and then changed the accessories completely. Patient began using infusion device on (B)(6) 2010. Patient's normal blood glucose range is 90-100 mg/dl. Patient reported she phone and met with her "family doctor." Treatment received was not provided. No further information is available. Product was replaced and requested return of the alleged product for evaluation.